Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient says they have seen an increase in voiding frequency, more than before and stated this is a typical symptom the patient experiences after taking antibiotics. Patient felt nauseous on (B)(6) 2017, but is feeling better on (B)(6) 2017. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.